Manufacturer narrative:
Insulin pump received with an intermittent button response, due to corroded keypad traces. No ramping numbers anomaly noted. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported she was attempting to give a bolus for lunch the numbers kept ramping up and would not stop. Customer stated she took the battery out of the device and then none of the buttons were working. Customer's blood glucose was 119 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.